Event description:
User experiencing erratic creatinine results. The following examples were provided: pt 1, initial result 2.1 mg/dl, repeat 0.9 mg/dl. Initial results for pts, 1,2 and 10 were reported, pts not adversely affected. The field service rep determined there was a problem with fluidics. The instrument was repaired.

Event description:
User experiencing erratic creatinine results. The following examples were provided: pt 8 initial result 1.8 mg/dl, repeat 0.6mg/dl. Results for pts 1,2 and 10 were reported, pts not adversely affected. The field service rep determined there was a problem with fluidics. The instrument was repaired.

Event description:
User experiencing erratic creatinine results. The following examples were provided: pt 7 initial result 2.4 mg/dl, repeat 1.2 mg/dl. Results for pts 1,2 and 10 were reported, pts not adversely affected. The field service rep determined there was a problem with fluidics. The instrument was repaired.

Event description:
User experiencing erratic creatinine results. The following examples were provided: pt 10 initial result 2.0 mg/dl, repeat 0.6 mg/dl. Results for pts 1,2 and 10 were reported, pts not adversely affected. The field service rep determined there was a problem with fluidics. The instrument was repaired.

Event description:
User experiencing erratic creatinine results. The following examples were provided: pt 6 initial result 2.0 mg/dl, repeat 1.1 mg/dl. Initial results for pts 1,2 and 10 were reported, pts not adversely affected. The field service rep determined there was a problem with fluidics. The instrument was repaired.

Event description:
User experiencing erratic creatinine results. The following examples were provided: pt 5 initial result 1.8 mg/dl, repeat 0.9mg/dl. Results for pts 1,2 and 10 were reported, pts not adversely affected.the field service rep determined there was a problem with fluidics. The instrument was repaired.

Event description:
User experiencing erratic creatinine results. The following examples were provided: pt 9 initial result 1.6 mg/dl, repeat 0.6 mg/dl. Results for pts 1,2 and 10 were reported, pts not adversely affected. The field service rep determined there was a problem with fluidics. The instrument was repaired.

Event description:
User experiencing erratic creatinine results. The following examples were provided: pt 4 initial result 1.9 mg/dl, same sample repeated twice recovered 0.5 mg/dl both times. Results for pts 1,2 and 10 were reported, pts not adversely affected. The field service rep determined there was a problem with fluidics. The instrument was repaired.

Event description:
User experiencing erratic creatinine results. The following examples were provided: pt 3 initial result 1.7 mg/dl, repeat 0.5 mg/dl. Results for pts 1,2 and 10 were reported, pts not adversely affected. The field service rep determined there was a problem with fluidics. The instrument was repaired.

Event description:
User experiencing erratic creatinine results. The following examples were provided: pt 2 initial result of sample tested in 2007 was 2.4 mg/dl, same sample repeated the following month, 0.9 mg/dl. Initial results for pts 1,2 and 10 were reported, pts not adversely affected. The field service rep determined there was a problem with fluidics. The instrument was repaired.